Event description:
It was reported that the low energy shock impedance was 35 ohms. After a cardioversion high energy shock, the shock impedance was less than 30 ohms. The data was reviewed and the lead impedance fell from the 50's to the 30's between january and april 2022. The device sensing is good. Technical services advised to evaluate if something has changed with the patient since this time. The system remains implanted. There were no adverse patient effects.